Event description:
A distributor reported on behalf of a healthcare facility in japan that two rt266 infant dual-heated evaqua2 breathing circuits were found leaking water from two connections in the rt266 infant dual-heated evaqua2 breathing circuit. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to breathing circuit. Section d4: expiration date updated. Section d4: UDI details updated . Section g1: contact person updated to (B)(4). Method: the subject rt266 infant dual heated evaqua2 breathing circuits were returned to fisher & paykel (f&p) healthcare in new zealand, where they were visually inspected and leak tested. The healthcare facility returned two other rt266 breathing circuits, however, the lot number and UDI details related to the additional 2 breathing circuits were not provided. Results: visual inspection of the four returned rt266 breathing circuits confirmed that no damage was observed on the returned parts. The leak test confirmed that all the breathing circuits were within specification. Conclusion: we were unable to determine what may have caused the reported event as there was no fault found with the returned devices. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuits state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan that two rt266 infant dual-heated evaqua2 breathing circuits were found leaking water from two connections in the rt266 infant dual-heated evaqua2 breathing circuit. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Method: one of the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand, where it was visually inspected and leak tested. Results: visual inspection of the returned rt266 infant dual heated evaqua2 breathing circuit revealed no damage was observed on the returned parts. The leak test also revealed that the breathing circuits was within specification. Conclusion: we were unable to determine what may have caused the reported event as there was no fault found with the returned device. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuits state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Manufacturer narrative:
(B)(4), the subject rt266 infant dual-heated evaqua2 breathing circuits are currently en route to nz for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that two rt266 infant dual-heated evaqua2 breathing circuits were found leaking water from two connections in the rt266 infant dual-heated evaqua2 breathing circuit. There was no patient consequence reported.